Event description:
A customer reported that prior to the start of laser assisted cataract surgery a system message was received. The system was backed out and the functionality verified. Upon re-entering the patient profile the arcuate incisions reverted back to a default setting and the number did not get re-entered. The patient had an additional procedure to reposition the toric intraocular lens (iol), which resolved the event. Additional information was requested. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information. (B)(4).